Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up, this right atrial lead was found to have sensed noise and exhibited a high out of range pacing impedance measurement. Lead measurements were done twice, and both showed high out of range pacing impedance. After a threshold measurement, the noise disappeared and pacing impedance was within a normal range. The patient is not pacemaker-dependent, so the decision was made to follow-up with the patient again in two months. No adverse patient effects were reported.